Event description:
It was reported that a spectrum pump experienced system error 105 - pic motor error alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is still in progress. When complete, a supplemental report will be submitted.